Event description:
Customer stated they are reporting messy data at the beginning of exon 2f in "secore" b locus sequencing kit - single amplification system, ruo (catalog #5311925d) more frequently than normal with the most recent lot rec'd (lot #134874).

Manufacturer narrative:
Investigation of secore b locus sequencing kit, 500 test, catalog #22110d lot 1348474 is on-going.